Manufacturer narrative:
The returned device was evaluated and the data download returned an alarm code, which indicates an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion. A root cause could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123. Frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported while the patient was at (B)(6) his blood glucose (bg) was slightly high (exact bg was not provided) so he gave a manual injection with an insulin pen (exact amount was not provided). When he came home his bg was reading at 30 mg/dl so his mother took him to the emergency room. At the hospital they gave him sugar and removed the pod. In addition, it was noted that there were changes made to the basal rate as a result of the event. The details of those changes were not indicated. The pod was worn between 4 and 24 hours on the leg. The patient was sent back home after a short while at the hospital.